Event description:
It was reported that the patient went to he hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) was not working. The inspection revealed a crack in the pump connecting tube causing saline leakage. The cause of the tube crack has not been identified in the hospital. The pump was removed and replaced. The patient had a good outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the reported tube crack was unable to be confirmed through product analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) was not working. The inspection revealed a crack in the pump connecting tube causing saline leakage. The cause of the tube crack has not been identified in the hospital. The pump was removed and replaced. The patient had a good outcome following the procedure.